Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that brief sensor issue was reported. The sensor was inserted into the arm on (B)(6) 2024 . The patient reported via web self-service that the patient experienced "brief sensor issue" which occurred the same day the sensor had been inserted in the arm. The patient was getting no readings for 16 mins before going to bed the night before the report. She could not recall if there were any other messages prior to "replace sensor now" aside from the initial "brief sensor issue." All she remembers is that she woke up in an ambulance and the mobile device was saying "replace sensor." The incident happened the morning of (B)(6) 2024 . The patient had low symptoms as her daughter and stepson said she could not talk, could not move, and could do nothing. Emergency service line 911 was called. No blood glucose was taken. She was given 2 bags of IV fluid, possibly glucagon, 4 glucose gel packets and a cup of apple juice. The patient was advised to stay home and rest the entire day to recover. She was not transported to any hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. Performance data was reviewed. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.